Manufacturer narrative:
(B)(4). Device evaluated by MFR: the catheter was received for analysis after decontamination (in appropriate packaging). Visual inspection found a black fiber approximately 1mm in length under adhesive on the shaft between the tip and ring 1. The fiber would not contribute to noise. Electrical testing was performed which found the sensor is open. No shorts were found. Lcr test was performed which confirmed that the sensor was open. Functional inspection found the steering knob and the tension control knob functioned properly on both lock and unlock positions. X-rays revealed one of the sensor wires is open proximal to ring 3. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on 11jul2017. It was reported the intellanav oi catheter showed noise during ablation. No signals could be recognized. The procedure was completed with this device. No patient complications were reported and the patients status is stable. However device analysis found a black fiber approximately 1mm in length under adhesive on the shaft between the tip and ring 1.